Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components; upon visual inspection, a clip was noted to be jammed inside the shaft. The clip was removed in order to perform functional testing. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips were not fed into the jaws in the next actuations of the trigger. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the feed link was noted broken causing the feeding issues and 4 clips were found inside the clip track. The jammed clip may have caused the device to not fire the clips properly or at all; however, no conclusion could be reached as to what may have caused the clip jamming. Possible causes for the damage found is due to the jaws may have been restricted during firing, or not fully through the trocar during firing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a ladg, the jaws did not open when the firing trigger was grasped half way to feed the clip before the 4th firing. The device was to be used on dorsal gastric artery. The event occurred before clamping the target artery and the jaws were forcibly opened. Another device was used to complete the case. There were no adverse consequences to the patient.